Event description:
Reporter indicated he was having increased seizures above his pre-vns baseline seizure level, to which he attributed to needing settings adjusted on his vns generator. The reporter will be following up with his physician in (B) (6) 2010. Attempts to the reporter's physician for additional information are in progress.